Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b7, g3, g6, h2, h6 (type of investigation) corrected sections: b5, h6 (component code, device code, investigation findings and investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including chronic kidney disease (ckd). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 5 months due to moderate leaflet calcification with stenosis. Patient presented with heart failure. The procedure was performed with a 29mm 9755rsl transcatheter valve. This is a 62-year-old male patient.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 5 months due to stenosis. Patient presented with heart failure . The procedure was performed with a 29mm 9755rsl transcatheter valve. This is 62-year-old male patient.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.